Event description:
The customer was hospitalized for high bgs. It was reported that the customer is being treated with antibiotics. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives. The customer stated that they disconnected from the pump and their bgs are still high. The customer is using manual injections and has injected the same insulin as they were using in the pump. Advised to replace the insulin and continue on manual injections until new infusion sets arrive.